Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates that there are severe visible damages to the device body teeth. It was found that the cutting of the device excess material was not preformed perpendicular with the application instrument/flush to the locking head as per the system technique guide. The investigation has also shown that there is damage to the locking features top surface which extent onto two locking teeth. Based on the findings the failure is related to the damage and deformations. These damages can not be explained by product development. The damage and deformations are not production related and could only being induced during the handling in the or. The root cause of the device failure is user handling related. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported that the sternal zip fix will not clamp if they are on tension. The zip fix slipped back to the locking cap.